Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer¿s blood glucose level. Despite resetting the pump, the malfunction recurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.